Event description:
It was reported the left ventricular lead exhibited failure to capture and failure to sense approximately 13 months ago. The lead output was adjusted to maintain safety margins. Interrogation of the lead two months ago showed the lead was capturing with normal pacemaker function. The lead remains in use. Patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was later reported that the lead exhibited non-capture at a routine generator change six years later. The patient is a participant in the (B)(6) registry clinical study. The lead remains in use.